Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Linked with MDR: 2029214-2020-00032. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient was reported to have been treated for a post traumatic automobile accident that resulted in a left, proximal, internal carotid artery (ica) pseudoaneurysm /fistula. The patient was initially treated with 2 flow diverter. However, since the blood flow was still present the patient underwent a second pipeline procedure on (B)(6) 2019 and a 3rd pipeline was implanted.